Manufacturer narrative:
The device was returned to olympus repair facility for evaluation and the customer¿s allegation was not confirmed. In addition, evaluation of the device observed the following non-reportable finding: the low angulation was defective, the distal end plastic cover was dented, and the bending section cover was cracked. The customer confirmed that the device was cleaned, disinfected, and sterilized (cds) before it was sent in for repair. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories for reprocessing. The air/water nozzle/channel was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. The customer had no concerns about the reprocessing and did not know what the foreign material was. Based on the results of the investigation, the foreign material could not be identified. In addition, the root cause for the remaining foreign material cannot be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. This issue is addressed in the instructions for use (IFU): the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that during the preparation for use of an unspecified procedure, the videoscope had an error e315. The procedure was completed with a similar device with no delay. During evaluation of the device, the following reportable issue was found that as part of the advanced diagnostics, the air/water cylinder was clogged. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.